Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had the device removed and replaced in (B)(6) 2010, due to a spontaneous motor stall. The pt experienced withdrawal with diarrhea and vomiting. He was hearing a beep every four hours. The reporter believed that the pump was returned to the MFR for analysis; no record of the returned device was found.